Manufacturer narrative:
(B)(4). Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer¿s blood glucose was 155 mg/dl. Troubleshooting was performed for pump error and the customer stated that they are able to clear the alarm but the customer was not able to complete rewind. The insulin pump will return for the analysis.